Event description:
During a CT scan prior to retrieval oof a g2 implanted 32 days previously, the filter was found to be perpendicular to the vena cava, apex was tenting the right cava wall and 2 legs were in the left common iliac. The filter was removed successfully with a recovery cone.